Event description:
A malfunction alarm with code malf 16 was reported, and there was no adverse impact on the customer's blood glucose level. The customer was advised to revert to multiple daily injections (mdi) as a backup insulin therapy method. A replacement pump was arranged to be shipped, and the customer was instructed on how to put the faulty pump into storage mode before returning it using a prepaid label within ten days.